Manufacturer narrative:
Product complaint (B)(6). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: can you identify the lot number of the product that was used? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? It was mentioned that "suture detaching from needle - claim recurring (see attached image)" what is the total number of procedures affected? What is the number of devices affected per procedure? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. This is the first pqs for this complaint. This is the first time we were notified of any issue. Lot # provided on pqs form and on image (hospital complaint form) provided. Sample is still with site, working on determining when it can be retrieved. No other information available . D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. H3 investigation summary:the product was returned to ethicon for evaluation. The returned product determined that it was received, two empty boxes and fifty unopened samples that pertain to the product code j346h. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. H3 analysis: the product was returned to ethicon for evaluation. The returned product determined that it was received, two detached needles that pertained to the product code j346h. During the visual inspection of the detached needles, marks probably caused by a surgical instrument were found at the edge of the needles. In addition, it was noticed that there were remnants of the suture in the holes. The sutures were not returned for analysis. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch.

Event description:
It was reported that a patient underwent an unknown procedure in 2024 and suture was used. During the procedure, the suture detaching from needle. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.